Event description:
It was reported that a catheter revision was being performed. The reason for revision was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Implanted: product ID 8709sc, lot# n300287003, 2012-(B)(6), product type catheter; product ID 8709, lot# l74223, implanted: 2000-(B)(6), explanted: 2012-(B)(6), product type catheter, (B)(4).

Manufacturer narrative:
(B)(4).